Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to dr. (B)(6). Following insertion, the patient experienced pain, infections, dyspareunia and ¿having to wear pads daily¿. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent laparoscopy with reduction of the hernia and identification, open mesh herniorrhaphy and ventralex on (B)(6) 2007 due to incisional hernia of the abdomen.